Event description:
The patient had orders to be discharged after she was able to pass her voiding trial. Throughout the day she had high post void residuals, although they were improving with subsequent voids. The patient was very frustrated that the pvr (post void residual) amounts were still not low enough (169mls) for discharge and did not want to go home with a foley catheter. I discussed the matter with the doctor and he said that she was voiding large quantities (800mls) and he said that she could go home if she agreed to void every hour and set an alarm to get up to void at midnight. When I returned to the patient room with the discharge paperwork she stated that she had voided another 100 mls and wanted me to scan her bladder again. At this point she should have less than 100 mls in her bladder because a few minutes before her pvr was 169. The patient stated that she felt like she had really emptied her bladder this time. I scanned her bladder again and the readings were between 270 and 360. The patient stated that if her residuals were really that high when she felt like she was empty, than it would be best to insert a foley catheter. I inserted a foley catheter into her bladder (with good visualization) and her bladder was completely empty. It is unlikely that a patient would have a pvr of 300 range after voiding 900 mls of urine and impossible that a bladder with 300 mls of urine would result in a cath amount of zero. I believe this problem was caused by equipment error.